Event description:
It was reported the patient fell and hit their neurostimulator site. The patient's primary care physician confirmed the patient has a hematoma at the neurostimulator site. The patient also reported their device is not charging properly and wants to be evaluated. The patient was not prescribed medication. The clinical specialist has not been updated by the provider and they left a voicemail for the patient. The patient returned the clinical specialist's call and stated they will be evaluated on (B)(6) 2025. The patient also said there has been no change in their symptom relief, just difficulty charging, which the care team will evaluate. The clinical specialist saw the patient in the clinic and all electrodes are fine and working. The physician thinks the neurostimulator moved slightly, and they want to replace it with a non-rechargeable one. The clinical specialist has not heard of anything regarding a revision surgery being scheduled. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient fell on their neurostimulator causing a hematoma on the implant site, may have caused the ipg to migrate, and cause difficulty with charging. The hematoma, ipg migration, and difficulty charging is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported the patient fell and hit their neurostimulator site. The patient's primary care physician confirmed the patient has a hematoma at the neurostimulator site. The patient also reported their device is not charging properly and wants to be evaluated. The patient was not prescribed medication. The clinical specialist has not been updated by the provider and they left a voicemail for the patient. The patient returned the clinical specialist's call and stated they will be evaluated on (B)(6) 2025. The patient also said there has been no change in their symptom relief, just difficulty charging, which the care team will evaluate. The clinical specialist saw the patient in the clinic and all electrodes are fine and working. The physician thinks the neurostimulator moved slightly, and they want to replace it with a non-rechargeable one. The clinical specialist has not heard of anything regarding a revision surgery being scheduled. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported the patient fell and hit their neurostimulator site. The patient's primary care physician confirmed the patient has a hematoma at the neurostimulator site. The patient also reported their device is not charging properly and wants to be evaluated. The patient was not prescribed medication. There were no additional patient complications.